Event description:
Instrument appears to be fraying and started sparking during the procedure. They are not sure if this item is flawed, or if they are using it wrong. It appears the insulation on the lower portion of the instrument has come off which allows the instrument to spark when being used on laparoscopic cases. There was not any damage or patient or user injury. No further information available.

Manufacturer narrative:
Follow up (B)(4). The complaint product was returned, and an evaluation was performed. The product was manufactured in november of 2020. The root cause of the issue is misuse. The insulation that is missing is at the end effector. The fep is 90% gone from the tip. The peek adaptor also shows deterioration. The most likely cause of the insulation deterioration is user error in selecting and using electrical settings during use. Excessive voltage or crest factors settings during use of electrical charge most likely caused the fep to deteriorate. IFU states ¿do not exceed maximum output voltage of 2000 volts peak at a crest factor <1.6.¿ IFU states ¿do not exceed maximum output voltage of 2100 volts peak at a crest factor <2.8.¿ IFU states ¿do not exceed maximum output voltage of 3000 volts peak at a crest factor <5.5.¿ validation report 042: endoplus coagulator validation testing included an electrical test which was completed per the protocol and showed the insulation at the tip was able to handle electrical loads within the parameters stated on the IFU without exhibiting ¿visible damage to the insulation.¿ furthermore, the IFU states ¿end of life indicators include: damaged, missing, or modified shaft insulation¿. This device is clearly at end of life and should no longer be used. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. H3 other text : see h10.

Manufacturer narrative:
(B)(6) - 22apr2021 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per complaint details received: instrument appears to be fraying and started sparking during the procedure. They are not sure if this item is flawed, or if they are using it wrong. It appears the insulation on the lower portion of the instrument has come off which allows the instrument to spark when being used on laparoscopic cases. There was not any damage or patient or user injury. No further information available.